Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the hardware issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery takes longer to start to charge. Additionally, it was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported adverse impact. The customer continued to use the pump for insulin delivery.